Event description:
(B)(6) 2022: vertebroplasty with artificial bone and posterior fixation with precept was performed at l2. (B)(6) 2022: adjacent vertebral fracture developed. No additional information (e.g., revision surgery).

Manufacturer narrative:
There was no product problem reported and no devices returned for evaluation, no radiographs or images provided so the complaint could not be confirmed. No patient bone quality information provided and it is unknown if the patient followed postoperative physical restrictions or suffered a fall. Review of the reported event identified the patient incurred a postoperative adjacent vertebral body fracture 5 days after the index procedure. Due to a lack of information provided a definitive root cause could not be determined however poor bone quality, implant selection and placement and or postoperative excessive physical activity are possible cause or contributors. No additional investigation can be completed, should the device be returned or additional information provided a follow up report will be created. Manufacturing review: it is unknown which screw utilized in the case may have been involved if any. Review of the device history records of all three screw lots provided notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "contraindications, contraindications include, but are not limited to...4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include...fracture of the vertebra, neurological, vascular or visceral injury... Decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device..." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9401879-en p-12/2018.